Manufacturer narrative:
Internal report # (B)(4). Product not returned for evaluation. No replacement product needed at this time. Complaint resolved by training during the time of the call. Product is working as designed. Most likely underlying root cause: mlc-20 - user's test strip had poor storage (kitchen). Test strip (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from back to back blood tests of 286, 234, 253, and 284 mg/dl. The customer's expected fasting blood glucose test result range is 80 - 250 mg/dl. Customer had not been using the correct testing technique for back to back tests. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 06/30/2019 and open vial date is a few days. During the call on (B)(6) 2018, a back to back blood test was performed by the customer fasting and produced test results of 112 mg/dl and 121 mg/dl using truemetrix meter. Customer had opened a new vial of test strips to perform back to back blood test during call; the lot number was not provided. The meter memory was reviewed for previous test result history: (B)(6). Customer was not doing the proper back to back technique. Customer was testing same hand, same finger. Customer is also storing strips improperly in kitchen. Customer advised not to store strips in kitchen, educated customer on proper testing technique. Customer did have changes in medication; insulin was increased and also customer was placed on a new medication atorvastatin before surgery scheduled for next week. Customer was educated and no replacement is needed. Customer advised to discard strips stored in the kitchen. Back to back testing was performed with new unopened container of strips. Lot number was not provided. Customer satisfied after testing.